Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited far field noises on the atrial channel resulting in inappropriate hourly automode switch episodes. Technical support representative recommended to decrease the atrial sensitivity to resolve this issue. The device remained implanted